Manufacturer narrative:
On 12/6/2019, mentor became aware that the patient also experienced capsular contracture; baker grade unknown, on the left breast post-operatively. On 12/26/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation of the device it was observed a crease in anterior view, additionally a tear within the crease was noted expanding from anterior to posterior view, measuring 4.0 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the fold or wrinkle rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 6426823 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 250cc mentor memorygel breast implants, suffered left breast implant ruptured. The rupture was discovered during explantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 7713752 sn: (B)(4) and (right) 250cc mentor memorygel breast implant catalog: 3502501bc lot: 7672982 sn: (B)(4).